Manufacturer narrative:
Device evaluation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. During setup phase of the fifteen minute self-test/simulated treatment a blank screen occurred and the treatment was cancelled. The failure was traced to the blank screen inverter board with evidence of burn damage. The blank screen inverter board will be replaced during the refurbishment process. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis (pd) patient reported that the screen went blank during pd therapy. The patient had already checked the power cord and confirmed that everything was fine. The patient stated that they tapped on the screen but it remained blank. I had the patient reboot the cycler but the screen remained blank. It was reported that the cycler would be replaced and the patient would revert to manual therapy. Upon follow up with the peritoneal dialysis nurse (pdrn) there were no patient adverse events or medical intervention required. The patient was unable to complete treatment. The cycler was returned to the manufacturer. Upon evaluation, there was evidence of burn damage on the inverter board.